Event description:
The customer reported the unit won't power off. The ventilator has been ringing without the option to turn it off. The device was not in use at the time of the reported event.

Manufacturer narrative:
30sep2019. 01oct2019. The manufacturer¿s international service technician confirmed the reported issue. Error 35v supply failure was observed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07jun19. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported unit won't power off. Ventilator has been ringing without the option to turn it off. The device was not in use at the time of the reported event.